Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. 6 months after having her implantable neurostimulator (ins) put in it stopped helping with symptom. Hcp (healthcare provider) did some programming and told her to be on 1.6 and she felt the stim was too strong and painful. The patient felt zapping. Patient was now on 1.2v and the stim was comfortable but she was not getting symptom relief. Hcp gave her some pills to help with bowel movements. This gave her cramps in the middle of the night. She also had 2 bowel movements. She had a bowel movement in bed one night and didn't know it happened until she woke up the next day. Before going to her hcp she didn't have a bowel movement for 7 days. It was noted that the implant didn't help with nothing. The patient was looking for a new doctor due to insurance issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01226, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was implanted for bowel control. 6 months ago the patient started having bowel problems. She was always constipated and she takes melorex for it. If she takes too much melorex it makes her bowels too loose and she has no control of bowels and does not even notice it is happening. Bowel sips out all over the place. The patient went to hcp (healthcare provider) 3 months ago and he made some changes but the patient still got no improvement. The patient noted an overstimulation sensation. If the patient turns stim higher to control her symptoms better she gets a terrible vaginal pain. She also feels vaginal pain when she does exercises and lift her leg up. The patient believed pain was due to high stim because she felt it when she increases stim. She just increased her stim and felt pain again. Her stim was under 100 (patient services believes the patient meant 1.00 v). The patient used to have higher stim before and did not feel pain, therefore, the patient thinks her device might be no longer in right place. The patient's vaginal pain started 4-6 months ago. The patient wanted to try a different program. The patient used the patient programmer on the call and changed from 1.15 v in program 1 to 0.7 v in program 2. The patient confirmed she felt comfortable stim.